Event description:
Patient ef increased and patient requested system removal due to irritation. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. The incoming visual inspection did not show any anomaly. The memory content of the ICD could be properly readout. There was no deviation that might have led to the clinical observation.